Event description:
The customer reported that there is a battery error. The unit powers up when attached to docking station and shows battery charging but does not stay on when removed from power source. They do not see any damage to the battery port. No patient harm was reported.

Manufacturer narrative:
The customer reported that there is a battery error. The unit powers up when attached to docking station and shows battery charging but does not stay on when removed from power source. They do not see any damage to the battery port. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not were unable to provide the additional device information. Dock: model: ja-694p. Sn: (B)(6). Bedside monitor: model: ni. Sn: (B)(6).

Manufacturer narrative:
Details of the complaint: the customer reported that there is a battery error. The unit powers up when attached to docking station and shows battery charging but does not stay on when removed from power source. They do not see any damage to the battery port. No patient harm was reported. Investigation conclusion: insufficient information / no product returned. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Others (specify): there was no response received. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not were unable to provide the additional device information. Dock: model: ja-694p sn: (B)(6). Bedside monitor: model: ni sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that there is a battery error. The unit powers up when attached to docking station and shows battery charging but does not stay on when removed from power source. They do not see any damage to the battery port. No patient harm was reported.